Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected. The device was filled with 5000 mg of fluorouracil and dextrose for a total volume of 230 ml. The device was then connected to the patient through a portacath. The flow restrictor was taped to the patient¿s skin at the same head height as the bladder. The expected infusion time was 46 hours; however, the actual infusion time was 24 hours and 45 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that after the incident, the patient returned to the clinic and no problems were found with the infusor. The reporter stated that the patient admitted to not visualizing the completion marks properly, resulting in misperceiving the device to be empty. This lot was manufactured from october 31, 2013 to november 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.